Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia and suspected they were not receiving insulin; customer care assisted with a complete supply change and provided troubleshooting and education. Symptoms included elevated blood glucose up to 358 mg/dl over approximately three hours without ketone testing, backup therapy, or medical intervention. Outcomes included temporary interruption of normal activities without lasting impairment. Investigation included technical support review and user troubleshooting. Investigation of this case revealed an unclear cause with no reproducible device malfunction identified. It was concluded that the event was related to hyperglycemia of undetermined origin with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.